Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that that the pump reset unexpectedly. It was also reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge and resumed insulin delivery successfully. Customer¿s blood glucose level was 370 -430 mg/dl. The customer will continue to use the pump for insulin therapy.